Event description:
The technician alleged that the brake casters do not hold on the head end of the stretcher. No pt impact.

Manufacturer narrative:
The technician replaced the brake linkage to resolve the issue.